Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, a scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he dropped the insulin pump and ran over it with his lawnmower tire. Customer stated that it scratched up the lcd screen and now he can't read the screen. Customer's blood glucose was 165 mg/dl at the time of the incident. Customer reported that the pump was functioning, but he cannot read the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.